Event description:
It was reported the customer's meter was not transmitting to their insulin pump. The customer also reported experiencing a blood glucose around 500 mg/dl. Customer declined to troubleshoot as they believed their high blood glucose was caused by their basal rates. The customer was able to treat for their blood glucose. The customer's insulin pump also passed a selftest during troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.